Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a revision procedure was performed wherein this right atrial (ra) lead was surgically abandoned due to an unknown malfunction. No further information could be obtained regarding the event. No additional adverse patient effects were reported. This product is no longer in service.